Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose was 27.8 mmol/l with a trace of ketones. Customer administered a manual insulin injection. Customer went to the emergency room (ER). Healthcare provider identified ketone level as dangerous. ER delivered intravenous saline and insulin. Customer was discharged from ER the same day with elevated bg/ketones resolved with no permanent damage. Customer did not observe any issue with the cartridge, insulin, or infusion set tubing/cannula. Customer reverted to using an alternate method of insulin therapy.